Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on right hip (B)(6) 2008 due to stem loosening.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted. Manufacture date. This report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2013-04845 / 04848 and 2014-00645).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient enrolled in a clinical study underwent right total hip arthroplasty on an unknown date in march 2004. It was further reported patient underwent a revision procedure on an unknown date october 2004 for unknown reasons. Subsequently, a revision procedure was performed on right hip (B)(6) 2008 due to stem loosening. It was further reported patient was revised on april 20, 2009 due to dislocation and trochanteric escape. Operative reports confirmed the modular head and liner were removed and replaced. Patient underwent a revision on september 15, 2009 due to recurrent dislocation. Operative reports confirmed the modular head and liner were removed and replaced with a biomet head and competitor liner.